Event description:
It was reported that pump displayed malfunction alarm code but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully performed reset without recurrence of malfunction, and was advised to continue using pump and call back if issue occurred again, which customer acknowledged and understood.